Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant . Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were used to address the high bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.